Event description:
Allegedly on (B)(6) 2011 the patient first suspected injuries allegedly caused by the mom implant and was forced to undergo revision surgery.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed but product was not returned.